Manufacturer narrative:
Additional information: ethnicity, race.

Event description:
New information noted that lead noise was being oversensed as high ventricular rate episodes and capture thresholds increased. A chest x-ray was performed on (B)(6) 2019 and clavicular crush was observed. It was also noted that a portion of the insulation was missing. The patient was not symptomatic to the event and is in stable condition.

Manufacturer narrative:
Correction: (B)(4). Device not returned.

Event description:
New information noted that the lead was capped and replaced on (B)(6) 2019. The patient's condition was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited lead noise and a rising impedance. Lead damage was suspected, but capture and sensing measurements were normal. No intervention was performed and the the patient was stable.